Event description:
High rv threshold was also noted. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead had high threshold. The ra lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d224trk implantable cardioverter defibrillator (ICD), (B)(6) 2011; 6947 implantable tachy lead, (B)(6) 2011; 4196 implantable pacing lead, (B)(6) 2011; 3387s deep brain stimulator (dbs) lead, (B)(6) 2011; 37603 dbs implantable pulse generator (ipg), (B)(6) 2011; 37085 neuro extension, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed; analysis revealed the proximal conductor was fractured at the first rib/clavicle. There was also a cut on the proximal and distal conductors. (B)(4).

Event description:
It was reported that the right ventricular lead had low pacing impedance and was oversensing. The lead integrity alert was triggered for short interval counts (sic) and non-sustained tachycardia episodes with nonphysiologic sensing. The patient was out of state and is seeking an electrophysiologist's attention. The lead remains in use. No patient complications have been reported as a result of this event.